Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Institution: (B)(6). Postal code: (B)(6). Customer phone #: (B)(6).

Event description:
Problem statement: the customer reported that the device doesn't turned on. The customer contacted product support and advised that it is possible that a faulty battery is blocking the device from turning on. It is necessary to disconnect the "native" battery of the device and try to turn on the device. If it doesn't help, then change the pm, and then the power supply, then the cpu. The customer reported that the unit was not in use on patient.